Event description:
Needle pull off. Customer reports that needle prematurely released from the suture during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.